Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned liner shows significant damage to the inside diameter and the flat edge of the liner. A review of the complaint history shows no prior complaints for the listed lot. A quality analysis was performed and the results were all critical interlocking dimensions were checked. No features were found to be out of the print specification. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
An extension of surgery time of approximately one hour was reported.